Event description:
Boston scientific received information that during a routine device follow-up for this implantable cardioverter defibrillator (ICD), a fault code 1003 was observed. A technical services consultant was contacted and discussed the fault code. Device replacement was recommended, and a copy of the device memory was requested for engineering evaluation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was explanted and replaced. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
Engineering review of the device data confirmed a low-voltage fault (fault code 1003) had occurred. There were no other faults or resets stored within device memory. The voltage was 2.875 volts, confirming therapy delivery was unaffected at this time. The device was malfunctioning such that the battery status indicators were not reflecting the depletion condition and were therefore inaccurate. A review of the battery voltage measurement data indicated the current drain was consistent over time; however, as the fault had occurred five months ago, therapy availability could not be guaranteed and immediate replacement was recommended. As of today, the device remains implanted pending a replacement procedure scheduled for the following month. This report will be updated when the device is explanted, returned, and analyzed.